Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism was confirmed to be caused by a bent needle. However, the exact cause of the bent needle remains unknown. The product returned for evaluation was one 22g safestep infusion set without y-site. The returned product sample was evaluated and the needle was observed to be bent near the needle base. The following observations were noted during the sample evaluation: usage residue was seen on the sample which proved that the product had experienced at least some use. The tip of the needle bevel was bent. An attempt to advance the safety over the needle tip was unsuccessful as the safety could not pass the bent region of the needle. Based on the evidence provided with the returned sample it is unknown when or how the bend occurred in the needle. Damage to the needle could have occurred at the manufacturing facility, during shipping, during use, or during storage of the product, and no evidence was observed which supported a specific root cause of the event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by medwatch rn was doing a port flush on a patient. When port flush complete, rn was attempted to engage the safety on the needle and it was not engaging. The needle was carefully removed from the patient and rn again attempted to engage the safety while no longer in patient and was still unable to engage. Needle was capped.